Event description:
Information was received indicating that during use, a smiths medical cadd prizm vip pump exhibited a beeping sound three times approximately every 5 minutes and had a dark display. The reporter indicated that the customer was instructed to press a button on the keypad and the display lit up indicating that the battery was low even though the battery was new. Subsequently, the battery was changed to proceed infusion. No adverse effects were reported.